Event description:
It was reported that the device was explanted due to "rotor study shows rotor stall". No patient symptoms were reported. The pump was not replaced. The patient recovered without sequela.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.